Event description:
Five discordant high troponin I (tni) results were obtained on an advia centaur instrument and reported to physicians. The physicians questioned the results. The same samples were run on another advia centaur instrument in the same laboratory and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant high tni results was a defect in the wash fluids interconnect printed circuit board (pcb). The fse replaced this pcb. The instrument is performing within specifications. Further evaluation of the device is not required.